Event description:
This x-ray system could not be used since it had lines in the image.

Manufacturer narrative:
Conclusion: the investigation found a bad fiber optic cable between the flat detector and the main cabinet. Based on trending analysis there is a stable replacement rate of this cable. There is no need for a required mandatory field action.